Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 4 of 5. The technical service representative (tsr) advised the home patient (hp) to cycle power to clear the alarm. The hp did not see any obvious cause of the alarm. The hp would discard the supplies and finish with manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated she believed the alarm may have been caused by her injection of insulin into her solution bag. The hp explained that she discarded the sample and did not know the lot number. The hp stated she notified her nurse of the alarm. The hp advised that therapy was going well at this time. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.